Event description:
During follow-up on an unrelated report, the following event was reported: the patient's transfer set was separated from the titanium adapter during draining and after that, the patient reconnected them by hand. The actual sample is not available. This is a spontaneous consumer report with supplemental information by a physician from (B)(6) of a separation occurring between the transfer set and the titanium adapter during draining and peritonitis in a (B)(6) male patient coincident with extraneal viaflex, dianeal-n pd4 1.5% and dianeal-n pd4 2.5% therapies. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency and lot # not reported), dianeal-n pd4 1.5% (dose, frequency and lot # not reported) and dianeal-n pd4 2.5% (dose, frequency and lot # not reported) intraperitoneally (ip) for chronic renal failure. On (B)(6)2010, the patient contacted baxter (B)(4) technical service center and stated that he had been hospitalized due to peritonitis. On (B)(6)2010, a separation between the transfer set and the titanium adapter occurred during draining and the patient reconnected them by hand. On (B)(6)2010, the patient visited the hospital for hemodialysis (hd) and complained of abdominal pain. On that same day, the patient was treated with a dose of meropen 0.5 milligrams (mg) intravenous for suspected peritonitis. The patient was instructed to perform a peritoneal lavage at home. At home, the patient noticed the peritoneal effluent was cloudy. On (B)(6)2010, the patient was diagnosed with peritonitis and was hospitalized. The outcome of the events was unknown. Action taken with dianeal was not reported. Medical history was significant for chronic renal failure. Concomitant medications were not reported. At the time of this report, extraneal and dianeal therapies continued unchanged. The physician believed that the event of peritonitis was unrelated to extraneal and dianeal. The physician considered that the event of peritonitis was caused by the event of separation occurring between the transfer set and the titanium adapter during draining and the patient reconnecting them by hand. No further information is available.

Event description:
A report was received that the pt was experiencing incision pain that was causing his phantom-type pain to fire almost non-stop. The pt was later taken to the ER as he was unable to move his arms or legs. The physician was unable to determine if this was device related. The physician explanted the pt's device to determine the cause of the pt's issues. During the explant, the physician discovered a large blood clot at the site of the paddle lead. The physician performed a wide decompression of the c-spine area. An MRI will be performed to help with the diagnosis.

Manufacturer narrative:
(B)(4)the sample was not available.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This event was not confirmed due to not having a sample available for evaluation and the root cause could not be determined. A batch review was not performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.